Manufacturer narrative:
Block b3: exact date approximated, event occurred few months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 766922. UDI: (B)(4). Investigation results: the ipg and paddle lead was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple program optimization. Imaging was taken and revealed spinal cord stimulator (scs) paddle lead had pulled out from the spinal canal. The patient underwent a procedure wherein the paddle lead and ipg were replaced. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple program optimization. Imaging was taken and revealed spinal cord stimulator (scs) paddle lead had pulled out from the spinal canal. The patient underwent a procedure wherein the paddle lead and ipg were replaced. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.